Event description:
An 8-yr-old was choking on a one inch long bristle which came out of one of the cavities of the toothbrush. The brush had been used for about one month before the incident occurred.